Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported that the patient experienced a shocking or jolting sensation and acute pain "up her vagina" when she switched from the left side to the right side. The patient was at 0.5v and was still feeling the shocking. The patient could not go to 1v because it was too painful. It was noted that the left side seemed to work great for her. Follow up information reported that the patient still had concerns but was working with their doctor and manufacturer's representative to resolve the issue. An appointment of (B)(6) 2013 was noted.